Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering evaluation found that the instrument had a broken cable. The pitch cable was broken at the wrist. The cable segment that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks.

Event description:
It was reported during a da vinci si surgical procedure, the maryland bipolar forceps instrument was noted to have a broken cable. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.